Event description:
User facility reports a reuse tech was exposed in the eye to cold sterilant. The event occurred when the tech removed a ventable dialysate port cap from a reprocessed dialyzer taken from storage. The dialysate compartment was under pressure and sterlant sprayed in the tech's eye when the cap was removed.